Event description:
Patient reported obtaining back-to-back blood glucose results of 85 mg/dl and 48 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Patient reportedly self-treated by eating glucose tablets. No injury was reported. Patient noted that a level-one quality control test had been performed on the system and the result fell within the acceptable range. The suspect device was not returned to the manufacturer for evaluation.